Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused the patient to develop blood clots in lungs. The patient did receive medical intervention in the form of prescription for anticoagulants. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted about the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging blood clots in both lungs related to a bipap device's sound abatement foam. The reported event of blood clot onboth lungs and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found no evidence of thermal damage or failure or contamination. The manufacturer visually inspected the device internally and found evidence of contamination. There are residues found that are consistent with a liquid ingress. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found two error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of no sound abatement foam degradation, amount of liquid ingress and contamination were observed and are consistent with being from an external source. Section g4 was incorrect in previous MDR and now has been updated. Section h6 were updated in this report.

Manufacturer narrative:
Correction was made in the h6 section (adverse event problem codes were corrected).